Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt at the halfway point of deployment and exchange sheath splitting could not be completed. The safety release was activated retracting the locator wings which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Event description:
Caller reports being unable to obtain a result on the active system due to an unspecified power issue while customer had low blood glucose symptoms. Caller's neighbor, a nurse, also attempted to use the device. Caller and nurse treated the customer with orange juice and chocolate candy, which customer was able to consume on his own. Emergency medical technicians (emts) were called; customer tested 114 mg/dl on professional device 1 hour later; no medical treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.